Event description:
The patient was on the bed alarm. The bed alarm went off and the patient was found on the floor.======================manufacturer response for bed alarm monitor, bed-check (per site reporter).======================would like the device to test it.======================manufacturer response for bed-check mat, bed-check (per site reporter).======================would like to test the device.